Event description:
30 minutes into treatment patient c/o "itching." Given benadryl 30 minutes later patient c/o "feeling bad, stomach & chest pain, s.o.b" bp up 180/120. Dialysis stopped/terminated. Arterial line noted to be kinked in pump segment. "Stat" hit/cbc revealed blood was hemolyzed. Pt placed on 02 @ 2l. Diagnosed with hemodlysis by physician secondary to arterial line kinking. Roller clamps were not tightling fustened to secure. Arterial line in pump segment.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.